Event description:
A malfunction alarm, identified as malfunction code 0, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, but the malfunction recurred. Consequently, a replacement pump was arranged by technical support. The customer was guided on putting the pump into storage mode before returning it, and a pre-paid return label was provided for returning the problematic pump within 10 days. The customer did not have a backup insulin therapy available and planned to contact a healthcare provider.